Event description:
On (B)(6) 2012, a physician implanted a 35mm gore helex septal occluder to close a 19mm atrial septal defect. Additionally, a 30mm gore helex septal occluder was implanted to close two smaller defects. Post procedurally, the 35mm helex device embolized. The device was retrieved with a snare from the left pulmonary artery. The pt was doing well following device removal, and will be schedule for surgical closure of the defect.

Manufacturer narrative:
A review of the mfg records verified the lot was processed normally and all pre-release specs were met.